Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had a right ventricular (rv) lead revision in the past. The patient described that a connection problem occurred in 2012. The rv lead remains in use, and no patient complications have been reported as a result of this event.